Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) customer requested tech support for configuration to ensure ports are enabled. There was no harm or injury reported to the patient.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created because customer wanted help setting up the ip address, setting network configuration etc to communicate, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.